Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver a bolus correctly. There was no reported impact to the customer's blood glucose (bg) level. The customer declined to perform further troubleshooting with tandem technical support.